Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous middle right coronary artery. A nc quantum apex mr 15mm x 3.25mm balloon catheter was initially inflated to 16 atm, the balloon catheter was then inflated a second time to 16 atm. The nc quantum apex mr balloon catheter was then inflated to 20 atm and ruptured on the third inflation. The procedure was completed with a nc quantum apex 3.5x15mm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inside the carrier tube (hoop) within the product pouch and shelf box. Visual inspection revealed blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the distal edge of the proximal marker band. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).